Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold and the physician decided to explant and replace the lead. Upon removal of the lead, it was observed that the suture sleeve had torn at the point of suture fixation. The lead was successfully replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Lead visual inspection noted that the suture sleeve has cuts, and is torn in two parts. It is likely the suture was tied too tight onto the suture sleeve, cutting/tearing it in two. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any other abnormalities. Laboratory analysis identified that the unintended use error caused or contributed to event is appropriate due to the induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold and the physician decided to explant and replace the lead. Upon removal of the lead, it was observed that the suture sleeve had torn at the point of suture fixation. The lead was successfully replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.